Manufacturer narrative:
D6a: implant date not known. Best estimate not provided as year not known. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to complication of implanted penile prosthesis [unspecified malfunction].

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tubing of cylinder 2. This is a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tubing of cylinder 2 occurred after the device packaging was opened. The information received indicated that the device had complication, but because no functional abnormalities were noted with the returned components besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to complication of implanted penile prosthesis [unspecified malfunction].